Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the implant procedure after connecting to the leads, the device exhibited no atrial output. The atrial lead impedance was >2500 ohms. The atrial lead tested normal. Therefore, a new pulse generator was placed.